Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:no damage was found to the keypad cover. During testing, the down arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. No sticking occurred. The keypad cover was removed and evidence of contamination was found under the down arrow key contact.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button was sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.